Event description:
The customer reported that the system exhibited filament regulator failure errors during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and replaced and the hvsr pcb assembly was ordered for replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.